Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an oesophagogastroduodenoscopy (ogds) procedure to treat varices performed on (B)(6) 2024. During the procedure, the physician noticed that the handle was difficult to rotate, and also the band would not deploy as the bands were stuck together at the ligation unit. The physician removed and tested the device outside the patient, and the bands would not deploy. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Note: a photo of the complaint device outside the patient was provided by the customer and showed the bands were moved within the ligator head and overlapped.

Manufacturer narrative:
Block e1 (initial reporter address 1): (B)(6) medical centre. Block h6: imdrf device code a0401 captures the reportable event of handle was difficult to rotate. Imdrf device code a050501 captures the reportable event of band unable to deploy.